Event description:
It was reported to the aci sales professional that a (B)(6) female patient underwent an interventional peripheral procedure to implant a stent in the inferior mesenteric artery (ima) on (B)(6) 2011. There was no report of a pre-procedural femoral angiogram to assess the suitability of closure. The physician is a trained user of the mynx and chose the device for femoral artery closure following the procedure. There were no reports of complications during the procedure. The physician deployed the device with no complications. After deploying the sealant, the physician laid the device down per the instruction for use (IFU). At that point, the radiology technician (rt) took over and performed the lock-stabilize-deflate (lsd) steps as per IFU. When the rt pulled back on the syringe, blood was observed in the syringe. It was reported that the physician attempted to remove the device from the patient but the balloon would not deflate. The physician used an arterial needle to puncture the balloon and successfully removed the device from the patient. Manual compression was held for 20 minutes and hemostasis was successfully achieved. Because hemostasis was successfully achieved with manual compression, the physician believed the sealant was deployed. It was reported that post procedure, the patient was fine. No further clinical sequela was reported. No further information was provided.

Manufacturer narrative:
The device was dissected and returned in six separate pieces. The catheter lumen and the core wire were cut 15 mm distal to the catheter handle. Visual inspection revealed that the balloon was detached and the distal shaft was stripped away from the core wire. The detached balloon was not returned. Based on the information provided and the condition of the device, the reported failure to deflate could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1030511) indicated that the mynx device met all established performance criteria prior to shipment.